Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: small retained screw fragment within the scapula as noted. The reported event has been confirmed through radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the device's threaded tip was stuck in the patient. The surgeon opted to leave the device implanted; therefore, the device was retained. There was no reported harm or injury to patient and no report of a delay. Due diligence is complete. No additional information is available.